Event description:
Since last fall the patient has had progressive increase of the distortion of the left reconstructed breast, increased scarring, increased pain to the left and a rather severe capsular contraction in the left breast, grade 4. MRI showed a disruption of the inner lumen of the left breast implant. There was progressive movement of this implant towards the left shoulder feeling severely uncomfortable. The operative report states "skin was incised with the scalpel blade, then with electrocautery down to and including periprosthetic capsule. Upon noting immediate return of dark yellow clear seroma fluid,again somewhat viscous, this was aspirated with suction, approximately anywhere between 200 and 300 ml. After this, remainder of the capsule wasincised with electrocautery noting significant loss of integrity of the implant envelope and noting significant amount of free silicone within the pocket. This was all removed as much as possible and left intact to be sentback to the implant company."